Event description:
Additional information was received that the patient was seen for defibrillation threshold (dft) testing. Dfts were performed at maximum output and was unable to convert the patient in most configurations. An invasive procedure was performed. The lead was explanted and replaced. During removal of the lead, the helix was noted to be stuck and unable to be retracted and the lead sustained insulation damage during extraction. Upon removal, tissue growth was noted on the lead body. No additional adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a slow rise in shock impedance measurements resulting in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the option of monitoring until the shock impedance measurements reach a higher range and then discussed troubleshooting options. A health care professional (hcp) increased the red alert trigger in the remote home monitoring system to 150 ohms range and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that tachycardia therapy was programmed off and monitoring is being continued.